Event description:
The customer noticed the ausab quantitation eia pt results were higher than expected compared to other methods. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.